Manufacturer narrative:
Model #/lot #, evaluation codes: additional information. Device available for evaluation?, device evaluated by MFR?: corrected data. (B)(4). The four single inner set screws (product code: 1797-02-000, lot numbers: avfcjr (2), avgbt9, avcftc) were returned to the customer quality unit (cqu) on december 9th, 2016. All four set screws featured some signs of use in the form of superficial surface markings. It was notable that there are tightening witness marks on only two of the returned set screws. These marks are associated with the set screw being properly tightened down onto the rod to such a degree that the set screw will not loosen and back out from its position on the rod. Two set screws, one from lot avgbt9 and the other from lot avfcjr, do not feature any witness marks at all. It is believed that these two set screws were the ones to back out postoperatively while the other two remained in place. The screws with witness marks are considered to be concomitant due to the likelihood that the remaining two backed out postoperatively. The root cause of the set screws loosening could not be determined by the samples or information. A potential root cause may be the set screws not being fully tightened down onto the rod. This could potentially allow the set screws to loosen postoperatively. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery took place (B)(6) over four levels with augmented cfx screws. At postop xray control on (B)(6), it was noted that two innies had opened completely and one rod was out of the screws. Revision surgery took place on (B)(6), screws were left in place as the screws itself seemed perfectly intact, four new innies were used for the affected rod.